Event description:
Healthcare professional reported unknown side rupture (deflation). Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
DHR trend summary: the review of historical complaints on the complaint management handling system identified that there was another record for units manufactured on lot number 3647959: - cn-181097: canceled. The search criteria of these queries are mentioned on qpp07-01-004-her1-g02 (v6.0) the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a050401 - fluid/blood leak. Device evaluation: the device related to the reported event of deflation was received on december 03, 2024, with lot number 3647959. Based on the device analysis grid, the assessments of the complaint are: deflation: observed more than three openings assessed as surgical damage. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported unknown side rupture (deflation). Device has been explanted.

Event description:
Healthcare professional reported unknown side rupture (deflation). Device has been explanted.

Manufacturer narrative:
Lab analysis completion: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed more than three openings assessed as surgical damage. As per the investigation procedure creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.